Event description:
It was reported that customer was hospitalized last (B)(6) 2015 due to low blood glucose. Troubleshooting was done. Customer stated that she fell down due to blood glucose was 30 mg/dl. Customer stated basal were increased by healthcare provider. Customer was treated with syrup and glucose paste. Customer was not in a vehicular accident. Customer reported that the recent set changed was when her blood glucose was 340 mg/dl. It was found in the troubleshooting that the insulin pump passed the self test. The customer was advised to speak with healthcare provider regarding low blood glucose and to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.